Manufacturer narrative:
Open book no moisture-unit received with critical pump error, problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack because of no screw thread in battery compartment. The customer's blood glucose value was unknown. The insulin pump will not be returned for analysis.